Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. No information about product return.

Event description:
Easy spine : failure to implant. No information about this case. It was reported to complaint team on (B)(6). Additional information was requested.

Manufacturer narrative:
Additional information received on 06 dec 2017 : surgeon wanted to implant one rod of 70 mm and one of 80 mm. To do so, he had to open two boxes of device to have implants of 2 different size. As device are package by 2, 1 device of each size was not implanted. Regarding lack of information we had when opening this complaint, we reported in case the event could possibly be a serious injury. With additional informations, it appears not to be a serious injury and not device related. Event has been reassessed and does not need to be considered as a reported event. Then no more report will be sent on this case

Event description:
Easy spine: two boxes opened to implant different sizes.